Event description:
The patient had primary surgery on (B)(6) 2013. In (B)(6) 2015 the patient experienced a crack and pain in the hip and increasing abbreviation of the leg. In (B)(6) 2015 x-rays taken at the hospital revealed that the gamma3 lag screw was fractured. The patient was revised to a tha.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient had primary surgery on (B)(6) 2013. In (B)(6) 2015 the patient experienced a crack and pain in the hip and increasing abbreviation of the leg. In (B)(6) 2015 x-rays taken at the hospital revealed that the gamma3 lag screw was fractured. The patient was revised to a tha.

Manufacturer narrative:
Deficiencies in material or manufacturing of the returned screws were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the screws. Review of complaint history, CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. In order to determine the kind of breakage, the origin of the crack and in order to determine potential microstructural change we commissioned an external laboratory ((B)(4)) for sem-examination. The examination (report-no (B)(4)) revealed that the lag screw broke in a fatigue fracture. It was suggested that the damage in the ground of the superior sliding flute (lateral fragment) presented the area of the incipient crack because a notch was detected in this area. Most likely this notch was caused by contact with the tip of the set screw. Potential change(s) in material were not determined. The appearance of the breakage surfaces ¿ lines of rest and striation lines, missing plastic deformation ¿ revealed the lag screw broke in fatigue manner after an implantation period of approx. 14 months. Referring to limited wear resp. To reduced damages in the bearing points between lag screw and nail it was suggested that the set screw had initially been placed in the ground of the sliding flute of the lag screw. This would mean a permanent contact between lag screw and set screw and avoided sliding of the lag screw. During usual load application this connection most likely created a small notch in the material of the lag screw. During further load application over the period of implantation this damage developed an incipient crack progressing through the cross section of the lag screw. It could not be determined whether this rigid assembly was performed intentionally or by mistake. Additionally, during the same period the patient had developed a pseudarthrosis which presents a non-consolidation of the bone which on the other hand means that all load application is transferred over the implants. The implants were not relieved by increasing bone healing. Referring to the period of implantation of approx. Fourteen months, referring to reported insufficient bone healing and referring to typical load application it was concluded that overload by permanent load bearing had initiated the fatigue fracture. With available information the event was not caused by a deficiency of the device. In case further information should become available, we reserve the right to update the investigation and change the root cause.